Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.